Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, water tightness lost due to damaged tube channel and air/water channel, bending section rubber adhesive cracked, bending angle did not meet the standard value due to worn out angle wire, and water removal ability did not meet the standard value due to clogging of nozzle. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility reported to olympus, that during reprocessing of the evis exera ii ultrasound gastrovideoscope, leaking from the suction channel was noticed. Upon inspection and testing of the customer returned device, foreign material was found in the forceps elevator of the scope. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the investigation, it is likely that the foreign material remained in the nozzle due to improper reprocessing which occurred from the clogged nozzle or occurrence of air leaks causing the foreign material not to be removed upon raising the forceps. However, a definitive root cause could not be determined at this time. Olympus will continue to monitor field performance for this device.